Event description:
Caller reports the pt tested 3.2 inr on the coaguchek s system and 2.45 inr on a comparison lab. Coumadin was not adjusted. No adverse events reported. Requested return of suspect system and replacement sent.